Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for blood glucose of 320mg/dl. The customer treated with an IV. Customer indicated that they accidentally ripped out an infusion set. Customer indicated that the issue was resolved by a complete set change. No further details given.